Manufacturer narrative:
After inserting a battery, unit received with failed battery test, problem isolated to pcba1. Unable to perform displacement, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-tests or verify no delivery alarm, low battery alarm due to the failed batt test alarm. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexplained no delivery alarms, battery life was diminished, and failed battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.